Event description:
A zoll patient service representative (psr) called in to zoll customer support prior to fitting a patient to report that a monitor was overheating. The psr was issued a replacement monitor and two battery packs.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor overheating) has been confirmed. As received, the monitor would not power on. Upon evaluation, the c9 component (150uf tantalum capacitor) was shorted. The cause of the inability to power on is excessive current draw. The cause of the excessive current draw is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. Device evaluation of battery packs sn (B)(4) and sn (B)(4) has been completed. The reported problem (unable to power a monitor) was confirmed. Upon investigation the batteries were unable to recharge or power up a test monitor. The cause for the failure was isolated to a blown battery fuse in both battery packs. The root cause for the blown fuses was excessive current draw from the monitor. No adverse event resulted from the shorted capacitor. The psr received a replacement monitor and battery packs. Device manufacture date: monitor sn (B)(4): 03/2013; battery pack sn (B)(4): 10/2012; battery pack sn (B)(4): 04/2012.